Event description:
It was reported to the manufacturer by the end user, per the end user, patients right shin has a laceration due to side rail covering missing; causing a laceration on patients right shin while staff attempted to roll him. (B)(4) were entered into our system to have the bed returned to joerns for investigation. As of this writing, the bed has not been returned.